Manufacturer narrative:
Lot number and expiration date are not available. Manufacture date not available. Product has been discarded; therefore, not returned to 3m¿ for analysis. 3m¿ takes very seriously the safety of our products and we review the possible causes of all complaints. Since the intended use of this product includes skin contact, the materials used in the respirator have been evaluated by toxicologists in the 3m medical department paying particular attention to base chemicals and raw materials which might pose risk for dermal irritation, allergy, or toxicity. Based on these reviews, no risk for adverse health effects is expected when the respirator is used as intended and following instructions for use. 3m will continue to monitor.

Event description:
A (B)(6)-year-old white female nurse reported bilateral swollen eyelids, skin and eye redness, stinging and ulceration after wearing 3m¿ 1860 n95 respirator mask and a face shield. Medical history includes an eye sensitivity to chemical odors including new manufactured homes, new cars, and new furniture. Symptoms started approximately after 4 hours of wear. The nurse went home and administered over the counter eye drops and an antihistamine with some relief. The following day she was experiencing light sensitivity. She reported going to the emergency room and was prescribed a prophylactic antibiotic, steroid eye drops, and antihistamine eye drops. Monday she was seen by an ophthalmologist and they indicated basement membrane dystrophy. Etiology of basement membrane dystrophy is unknown. Symptoms resolved to baseline after completion of prescriptions. (B)(6) 2021, she experienced the same sensitivity. Eye drops were re-prescribed and symptoms are resolved. No permanent damage reported. No further information.